Event description:
It was reported that, "the arthroplasty was revised due to infection. The acetabular liner and femoral components (other MFR) were revised. The components were implanted in situ for approx 2.25 y. The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3."

Manufacturer narrative:
An eval of the device cannot be performed. Devices were retained at (B)(6). Medical records ans x-rays were not provided to stryker for review due to irb restrictions at reporters' institution. Af add'l info becomes available, it will be submitted in a supplemental report.